Event description:
It was reported that an ilet user experienced a dexcom g7 continuous glucose monitor (cgm) sensor communication issue in which the sensor briefly errored, showed reconnecting, and then produced a pairing failed message specific to the pump while the dexcom app continued to display glucose readings. Customer care provided assistance that included user education and troubleshooting, including toggling sensor model settings and reentering the pairing code. Investigation of this case revealed that the issue was limited to pairing between the ilet and the g7 sensor, consistent with a brief sensor or communication fault. No adverse clinical effects reported. Outcomes included no interruption of glucose monitoring. It was concluded that the device functioned as designed once troubleshooting steps were completed, with guidance to monitor and call back if pairing did not reestablish.